Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis (dka). The blood glucose (bg) level was not known. A pump system check could not be performed as the reporter was not with the customer. Reportedly, the customer would be told to contact tandem technical support to troubleshoot and provide further information regarding the event. Multiple follow up attempts were made by tandem technical support to obtain specific information; however, no additional information was provided.